Event description:
It was reported patient had no stimulation sensation and loss of therapeutic effect. It was added that patient was not feeling stimulation and started to pee again. It was reported that patient was implanted a day prior to report and the device was not working on the day of the report. It was indicated that stimulation stopped on the day of the report. It was indicated that patient had returned of symptoms the afternoon of the day of the call and had to ¿pee all the time again¿. It was indicated that at the time of the call the patient was on program 4 at 1.1 amps and confirmed that the device was turned on. The patient increased the stimulation from 1.1 amps to 1.9 amps and the patient confirmed that she felt the stimulation comfortably. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID: 3889-28, lot# va0fujh, implanted: (B)(4) 2014, product type: lead. (B)(4).